Event description:
It was reported that pre-dilatation of the unspecified ostial lesion was performed. Then, the 4.0 x 15 mm xience prime stent was successfully implanted. It was reported that the stent delivery system (sds) balloon was over dilated; however the level of pressure applied was not provided. It was noted that the sds balloon did not re-fold correctly during deflation. Resistance was then encountered during the attempt to retract the sds balloon into the 5 f guiding catheter. The sds was retracted as a unit with the guiding catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Flat balloon refold and difficulty/resistance removing the device from the guiding catheter post-deployment were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.